Event description:
Left rear caster wheel fell off a drager evita xl ventilator during transport to picu. This failure was similar to the one reported previously. No staff members or patients injured in this incident. Ventilator taken to biomedical for evaluation.